Event description:
It was reported that the external part of the catheter became separated outside the patient.

Manufacturer narrative:
Customer reported that the external part of the catheter became detached outside the patient. This event description from customer was not indicative of a reportable complaint. Evaluation of the complaint sample indicated that the tip of the catheter separated from the shaft. Biosense webster became aware of this reportable malfunction upon eval of the complaint sample on 3/4/2008. The catheter failed visual inspection due to separated tip lumen to shaft transition. The polyimide stiffener that is placed inside the tip lumen to shaft transition is still attached in place while the shaft had separated from the tip lumen due to insufficient pu. This issue was explained to our associates in mexico and they were retrained. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaints database indicates that no other similar complaints have been reported for the lot number involved in this complaint. In addition, lot number 13265701 is no longer available in finished goods inventory.